Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece, with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
During an initial implant procedure, there was no capture observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the patient was stable.